Manufacturer narrative:
Product complaint # (B)(4). Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Event description:
Clinical adverse events received for continued pain, pinching sensation device and procedure(relatedness) device related: possibly procedure related: remote possibility date of event: 8/oct/2024 date of implant: no information provided date of revision: no information provided device location: right treatment/impact: no information provided depuy components used in procedure without date of revision: component type: tibial description: mbt cemented keel sz 3 component type: femoral description: sigma fem c/ret porocoat sz 3 rt component type: patellar description: sigma patella oval dome 3 pegged 35mm component type: cement description: smart set bone cement 20g component type: cement description: smart set bone cement 20g component type: insert description: aox cvd rp tibial insert sz 3 17.5mm medical records note the patient is status post right knee replacement/revision knee replacement. The patient initially did quite well. After surgery, they were involved in a motor vehicle accident and then developed instability which warranted a revision. The poly insert was revised. The patient did well after surgery but continues to have pain and discomfort around the knee. Patient also reports numbness in thigh related to meralgia paresthetica. The surgeon¿s impression is possible pinching of the fat pad with reactive bone changes proximal to the femur. The surgeon is going to explore and debride the fat pad and explore the femur.